Manufacturer narrative:
The data shows the pod completed both first and second priming sequences, although it is unknown at what point the needle deployed. No damages or defects were found that would result in the needle deploying early. The cause of the reported event could not be conclusively determined. No bends or kinks were found in the soft cannula during the pod's inspection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. After removing the cannula, it was found as bent. No impact to the patient's glucose level was reported. As treatment, a new pod was placed.